Event description:
It was reported there was a high pressure alarm during testing. There was no patient involvement or injury.

Manufacturer narrative:
The device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found fluid ingression. Functional testing found the problem was verified. Multiple high pressure alarm messages in the device's event history logs. Found fluid ingression on downstream occlusion sensor of the chassis base which causes the issue. Replace downstream sensor. The root cause of the reported issue was found to be user induced / contaminated of fluid ingression on downstream sensor. This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4)., corrected data: d4: model num 6400; h4: device manufacturing date.